Event description:
According to the reporter, during a laparoscopic right radical nephrectomy, renal artery, the user tried to fire the stapler, but it did not fire and would not released, the surgeon was able to jiggle it off the artery and put a new stale load on and tried it again with the same result. The doctor requested a whole new stapler and reload the had this on the renal artery and it would not fire and again it would not release, but was able to jiggle it off the artery without tearing it. At this point surgeon used a different type of stapler to compete the procedure. The surgical time was extended. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p4h0907); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: p4b0825); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: p4b0825); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: p4b0825). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire and the instrument locked on tissue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.